Event description:
A customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a different wall outlet and leave it connected for at least 30 minutes. After following the instructions, the customer reported back that the pump had charged to 100%.